Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked lcd display window corners noted. Pump passed displacement test. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the chipped at the insulin reservoir. Customer¿s blood glucose level was unknown. Customer stated that cracked at the upper right corner of the screen. The insulin pump will not be returned for analysis.